Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
UDI not required. Legal manufacturer: hcs madison - (B)(4).